Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the cable of the mega suturecut needle driver instrument broke. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed, and the reported failure was replicated and confirmed. The instrument was found to have a broken grip cable at the distal end.